Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in the iliac vein. An angiojet zelante catheter was used for a thrombectomy procedure. During procedure, the catheter was connected, and the flushing and priming were completed. The device was switched to power pulse mode. After power pulse was completed, the physician withdrew the catheter and waited for 20 minutes. Thrombectomy mode was initiated. During advancement along the guidewire, it was impossible for the guidewire to come out of the catheter tip. The catheter was stuck on the guidewire and after multiple attempts, the issue still remained. The catheter and the guidewire were removed together as one from the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient status was stable post procedure.